Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial#: (B)(4), product type: lead. Product ID: 3777-45, serial#: (B)(4), product type: lead. Product ID: 3777-45, serial/lot #: (B)(4), ubd: 08-oct-2016, UDI#: (B)(4). Product ID: 3777-45, serial/lot #: (B)(4), ubd: 08-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Pt says she had spinal surgery in (B)(6) of last year and in (B)(6) of this year and says it was unrelated to device and was to replace rods and screws in her back. Pt reported that she saw a medtronic rep at hcp office "and she was testing the one for my face, and she said one of the lead wires that goes to my face is not working at all". Pt says this was discovered by rep "last year sometime after they replaced the rods and screws and I was getting shots too". Pt said "the rep just said the leads weren't working at all, and at the time I was seeing a different hcp and she told the dr that no doctor would touch it because it was in my face". Patient stated at this same time last year she found "it wasn't working like it once was and I was having more breakthrough pain". Pt says she had told dr (B)(6) about having more pain and then the rep checked her leads and found that one is not working. Pt says current stimulation is for her face, and says on (B)(6) she will be having a trial for scs for spinal pain. She says her current stimulator will "go out in (B)(6) I think". It was reviewed it has a 9 year battery life so it should last until (B)(6) 2021. Pt was hoping to have implant for her spinal pain implanted along with her current scs replacement. It was advised she follow up with hcp about this. It was reported that the patient would be having a scs trial for spinal pain on (B)(6) 2020. Additional information was reported that the patient called to get information on the leads currently implanted. Pt states that a couple of months ago, elective removal indicator (eri) appeared, but the pt delayed addressing eri until after she had back surgery in (B)(6) of 2020. Pt states that she went to the health care provider's (hcp) office on tuesday for a check-up post-surgery for an analysis of the ins and met with two manufacturing representatives (rep). Pt states that one of the reps discussed with the pt concerns about one of the leads not working. Pt explained that two of the electrodes on one of the leads (pt didn't know which lead) were not working. Pt noted that she is working with a hcp to get the leads potentially replaced and that she has a report from the rep about the analysis done on tuesday.

Event description:
The patient had an x-ray done on (B)(6) 2011, and it was found that the wires appear to be "wrapped around her neck" and are pointing downward away from her jaw when they should be pointing up. The patient did not note any other circumstances beyond the previous loss of therapy/breakthrough pain. The patient is working with a neurosurgeon in order to correct these issues. A replacement/revision surgery has not yet been scheduled. The patient is also getting an eos message.

Manufacturer narrative:
Continuation of d10: product ID 3777-45 (B)(6) product type lead product ID 3777-45 (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.